Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, the vents in the back of the pump were observed to be blocked. After cleaning pump vents, the alarm cleared, and insulin therapy was resumed.